Event description:
During an unknown procedure, the blade of the trocar did not retract after going through the peritaneum, it went into the liver and the liver was bleeding. There was some extended theatre time. They had to stop the bleeding from the liver. The operation was completed successfully and the pt is doing fine. One device returning.